Event description:
It was reported that the johnson and johnson(jnj) intraocular lens was being placed in the eye when doctor noticed a small piece of foreign matter on the lens. The matter was described as a black fleck. The lens was implanted into the eye before they noticed the foreign material so the lens was then cut in half and removed from the eye. It was replaced with another jnj lens of the same power. The doctor expressed that it was odd and they've never seen anything like that in the preloaded device. There were no complications such as a capsule tear, unplanned vitrectomy or sutures. The patient is doing well without any ill affect. No further information was provided.

Manufacturer narrative:
Section a5, ethnicity: information unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 15, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was visually inspected under magnification revealing that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and a black speck was observed on the optic of one half of the lens. The foreign matter was evaluated. The results identified the bulk of the foreign material as stainless steel with a composition consistent with an aisi 316 alloy. Low levels of organic species and salts are also present. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.